Manufacturer narrative:
(B)(4). Investigation summary: it was performed the DHR, quality notifications and maintenance records were checked where they were not found potentially related to failure. Photos of the claimed incident were received for evaluation and it was possible to verify broken in the luer. The possible cause for the damaged cylinder is a failure in the syringe assembly that caused the luer damaged. This is the first complaint related to the identified incident and from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the ser plas 1ml 13x3,8 u-100 150 experienced scale marking issues. The following information was provided by the initial reporter: the syringe has no unit / volume markings.